Manufacturer narrative:
(B)(4). The concomitant products: the smartablate serial # (B)(4) and the carto 3 serial (B)(4). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that at the end of idiopathic ventricular tachycardia (idvt) procedure, the male patient's blood pressure dropped and a pericardial effusion was noted. A pericardiocentesis was performed and 400 cc of fluid were removed from the pericardial space. A transseptal puncture was not performed. The patient was reported to be in stable condition. In addition, it was reported that the customer experienced a delta impedance error during the ablation. The system stopped ablation when the impedance cutoff (100 ohms) value was exceeded. The issue was resolved by changing setting to off and delta impedance to low. Bwi received two catheters: catheter # 1((B)(4)): the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Catheter # 2((B)(4)): the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that at the end of idiopathic ventricular tachycardia (idvt) procedure, the male patient's blood pressure dropped and a pericardial effusion was noted. A pericardiocentesis was performed and 400 cc of fluid were removed from the pericardial space. A transseptal puncture was not performed. The patient was reported to be in stable condition. In addition, it was reported that the customer experienced a delta impedance error during the ablation. The system stopped ablation when the impedance cutoff (100 ohms) value was exceeded. The issue was resolved by changing setting to off and delta impedance to low. The generator setting was maximum impedance was 250 ohms, temperature cut off was 43 c, power was 50 watt and irrigation flow was 17ml/min. This issue is not reportable malfunction.